Event description:
It was reported to philips that the system was not booting. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened, the patient was moved to another room to complete the procedure. The remote service engineer (rse) identified that the system was not booting up. Upon troubleshooting, rse instructed the customer to disconnect each component in cabinet b from the electrical distribution and reconnect them one by one to identify which one was causing the fuse to blow. To resolve the issue, the customer replaced the flex vision pc, added a spare fuse box and returned the part for further analysis and it found that failed component was power supply. The system did not meet full specifications for the service performed and was returned to limited use, as accepted by the customer. After repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.